Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient (switzerland) was experiencing discomfort/pain at the scs ipg pocket site due to its location. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the scs ipg was relocated; however, the physician was unable to secure the lead back into the scs ipg header. The scs ipg was explanted and replaced with a different model. The issue resolved with the surgical intervention. Device implant date is unknown.